Manufacturer narrative:
Additional information: annex codes c and d have been updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The reported event was addressed with phone support. The isi technical support engineer (tse) instructed the customer to power cycle the system again and to reseat the blue fiber cable (bfc) on the subsystems and, upon powering on, the fault was resolved. No site visit was conducted. No additional action was required as the issue was resolved. The identified error was associated with a series of communication errors occurring between the patient side cart (psc) and vision side cart (vsc).

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a non-recoverable fault with all arms showing red indicators occurred. The customer power cycled the system prior to calling a technical support engineer (tse); however, the issue persisted. Troubleshooting began with confirming that the fault was associated with a series of communication errors occurring between the patient side cart (psc) and vision side cart (vsc). The tse then instructed the customer to power cycle the system again and to reseat the blue fiber cable (bfc) on the subsystems. Upon powering on, the fault was resolved. The procedure was converted to laparotomy due to bleeding, estimated to be 1 liter, making visualization difficult. The patient was hemodynamically stable, but the system malfunctioned at that very moment, preventing the surgeon from ensuring the bleeding was controlled within a reasonable timeframe. The surgeon managed to transfer the tissue held in the forceps to laparoscopic forceps via two assistant trocars and then manually disengaged the system. The patient is reported to be doing well but required blood transfusions 48 hours after the procedure.